Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a vertical line on the pump's liquid crystal display. It is unknown when or in which care area this event occurred. It is unknown if there was patient involvement, patient injury, medical intervention or adverse reaction reported in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a vertical line on the pump lcd was not confirmed and not duplicated since the pump was not returned. Therefore, no assignable cause could be provided for this condition and no repair was necessary. The customer advised that this device was serviced on site and will not be returned to baxter. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.